Event description:
The customer reported that while using pacing mode, the EKG numbers change and they were getting false alarms on the defib for asystole and brady. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.